Manufacturer narrative:
(B)(4). The customer reported being unable to acquire pads ECG. No patient involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported being unable to acquire pads ECG. No patient involvement was reported.